Event description:
On (B)(6) 2015, the patient, implanted with a pacemaker and two sorin leads, went to the hospital by emergency because of heart failure. Reportedly, ventricular pacing was regularly below the programmed basic rate. Since the patient was practically in continuous atrial arrhythmia, the pacing system was explanted on (B)(6) 2015. Preliminary analysis confirmed an intermittent loss of ventricular capture since (B)(6) 2013. A lead issue or a lead/pacemaker connection issue at ventricular level is suspected.

Event description:
On (B)(6) 2015, the patient, implanted with a pacemaker and two sorin leads, went to the hospital by emergency because of heart failure. Reportedly, ventricular pacing was regularly below the programmed basic rate. Since the patient was practically in continuous atrial arrhythmia, the pacing system was explanted on (B)(6) 2015. Preliminary analysis confirmed an intermittent loss of ventricular capture since (B)(6) 2013. A lead issue or a lead/pacemaker connection issue at ventricular level is suspected.